Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A left hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.